Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number: k011028 / k013227. Last name unknown / not provided.

Event description:
It was reported that the tooth broke at tooth site#10. Implant was removed, and the site bone grafted and a new implant placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the actual tooth fractured back in 2018. They did an immediate extraction and implant placement. Implant was removed only due to infection.